Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, while the patient was at an outdoor activity, they experienced feeling dizzy and became unconscious. No cgm nor blood glucose reading was reported from during the onset of symptoms, but according to the patient they felt as though the cgm reading would have been inaccurate. The patient was given sugar by their wife and was taken to the hospital. When a fingerstick was taken at the hospital, the cgm was reading 11.0 mmol/l and the blood glucose reading was 8.7 mmol/l. The patient was treated with further sugar as treatment and was discharged after spending a couple of hours at the hospital. At the time of the report the patient was stable. Data was evaluated 02/10/2025 and the allegation was undetermined. Data was evaluated and the allegation was confirmed for 02/11/2025. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. When the patient was symptomatic. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid for 02/11/2025. No additional patient or event information is available.